Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00, 23.0 diopter intraocular lens (iol) was partially implanted but removed during same procedure because the trailing haptic would not uncoil. When the doctor noticed the issue he removed the suspect lens and replaced it with the back-up lens. The patient was reported as doing ok. There was no incision enlargement, vitrectomy or sutures required. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: the sample was received and revealed that the zcb00 lens was observed with viscoelastic residue and a haptic detached. The other haptic looks complete and in good condition. The complaint issue could not be verified, and no product deficiency could be identified either. Manufacturing record review: the manufacturing process record was evaluated and revealed that product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.